Event description:
The manufacturer received info alleging a ventilator was alarming. The device was not in patient use.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, issues related to the internal battery and power management board were observed. The device's internal battery and power management board were replaced to address the issues..